Manufacturer narrative:
Concomitant medical product: product ID: 5076-52 lot# implanted: (B)(6) 2004.

Event description:
It was reported that there was low impedance with an activated alert on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that in 2015, the rv lead impedance was noted to be elevated at around 1500 ohms. Of note, the medical records show that the rv impedance has been steady but was told it was higher earlier. The rv lead helical screw could not be retracted. The rv lead was removed with significant effort due to fibrous all along the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.